Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guide wire tip separation occurred. A 330cm rotawire was selected and advanced for treatment of the calcified left anterior descending artery. During the procedure, it was noted that the tip of the rotawire was separated from the body of the guidewire. The tip of the wire was snared and removed from the patient. The procedure was completed with balloons and stents. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
MFR site name corrected from boston scientific ¿ (B)(4) to boston scientific - (B)(4). Device evaluated by MFR: unit returned with the spring tip received separated of the wire, as part of overall visual revision. The visual and tactile inspection was performed and the device returned fractured in two sections. The part#2 (distal) presented the spring tip kinked and bent. The od measurements that were taken met specification. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results: both wire samples presented evidence of rotational bending fatigue as mode of wire failure. The fracture type, surface topology, and dimensions suggest that the two samples correspond to the same fracture event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip separation occurred. A 330cm rotawire was selected and advanced for treatment of the calcified left anterior descending artery. During the procedure, it was noted that the tip of the rotawire was separated from the body of the guidewire. The tip of the wire was snared and removed from the patient. The procedure was completed with balloons and stents. No patient complications were reported and the patient's status is fine.